Event description:
Related to MFR report # 2183959-2012-00681, 00682. "On or about (B)(6) 2008" a monarc subfascial hammock was implanted to treat for "stress urinary incontinence and pelvic organ prolapse." It was reported that, "after, and as a result of the implantation," the patient "suffered serious bodily injuries, including, but not limited to, extreme pain, erosion of her internal bodily tissue, dyspareunia, and other injuries and she has experienced significant mental and physical pain, suffering and has sustained permanent injury.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.